Event description:
It was initially reported to manufacturer that the vns patient was having the generator replaced prophylactically. Additional information was received prior to surgery which revealed that the surgeon was informed by the patient's caregiver that high lead impedance resulted from a previous diagnostic test. The surgeon opted to perform a full revision and a new lead and generator were implanted. The surgeon did not test the device pre-operatively to confirm the high lead impedance. Attempts to obtain additional information from the treating physician have been made, but have been unsuccessful to date. The explanted lead and generator have been returned to manufacturer and analysis is underway.

Manufacturer narrative:
Conclusion code: device failure is suspected, but did not cause or contribute to death or serious injury.